Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two procedures, no aspiration during phacoemulsification and irrigation/aspiration were experienced. The doctor was able to complete the cases without patient harm.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer stated that the handpiece was going to be sent in for evaluation, however, no sample has been received. The customer did not request service. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).